Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had pump is having a channel error and check IV set issue which was replaced by finding the top pressure sensor and the bezel assembly is bad, replaced the top pressure sensor and bezel assembly and ran a rate calibration to verify the pump is within manufacture specifications. There was no patient involvement.